Event description:
It was reported the defibrillator failed the self test. There was no patient involvement.

Manufacturer narrative:
To fix the issue a quote was sent to customer but was not accepted. Hence no work was performed by philips. The investigation concludes that no further action is required at this time.